Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. During support, there were some suction events on the impella that were related to low central venous pressure after diuresis. There was no patient harm. The patient remained on support for five additional days and was successfully weaned.

Manufacturer narrative:
The investigation into the low pump flow has been completed. There was no product returned. The data logs were reviewed. Throughout the whole case there were three instances of suction conditions. Low flow was seen on 10/2014 in the last image of the logs but there were no spikes in motor current. The root cause of the low pump flow could not be determined due to no product returned and insignificant clinical information.

Event description:
Us complainant reported there were some suction events on the impella that were related to low cvp after diuresis. Additionally, there were placement signal not reliable alarms.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. There was no product returned. The data logs were reviewed and the optical signal issue was found to be a problem with the automated impella controller (aic). The investigation of the placement signal not reliable (psnr) alarms is captured in 23-19146-2. Throughout the whole case there were three instances of suction conditions. Low flow was seen on 10/14 in the last image of the logs but there were no spikes in motor current. The root cause of the low pump flow cannot be determined due to no product returned and insignificant clinical information. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.